Event description:
On (B)(6) , 2006, the patient was treated for an abdominal aortic aneurysm and was implanted with four gore excluder aaa endoprostheses. On (B)(6) , 2011, an intervention occurred to treat a distal type-1 endoleak and an iliac artery aneurysm. Three additional gore excluder aaa endoprostheses were placed which distally extended the previously placed endograft. The outcome was good and completion angiography showed no evidence of endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional gore device related to this event: (B)(4).